Event description:
It was reported from a clinical trial that a patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient underwent a mesh removal procedure on (B)(6) 2007 due to infection. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported from a clinical trial that a patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient underwent a mesh removal procedure on (B)(6) 2007 due to infection. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.